Manufacturer narrative:
The device has been returned. When the investigation is complete, a supplemental report will be submitted.

Event description:
It was reported that the patient had a reaction to the comfort 3d nite guard that was issued. It is unclear when the patient received the device, when the patient first used the device, or when the reaction occurred or resolved. "However, it is noted that the patient experienced "peeling sensation "on the tongue." The device was worn for two (3) days(exact days unknown). There is an allergy to sulfa noted.